Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The issue was traced to interference from an adjacent device. The device was removed, and pairing was successful. There were no patient consequences.